Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 438-35s-58, lead, implanted: (B)(6) 2005-08-29; product ID: 2187-75, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that a reset was being indicated during routine device check. The device was reprogrammed. No patient complications have been reported as a result of this event.